Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with an air in line alarm was confirmed. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Additional information: a service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with an air in line alarm. According to the facility, it is unknown when or in which care area this event occurred. This may have been a false air in line alarm. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.